Event description:
It was reported that there were telemetry issues. A physician mode recharge was performed and the pt was sent home to complete recharging. The power on reset (por) condition was cleared but the implantable neurostimulator (ins) was depleted. Three weeks later, it was reported that the pt was charging more than expected following 1 year or more of overdischarge. Caller reported the ins battery was discharging just as fast as she charged it up and the battery capacity was not normal. Another three weeks later, it was reported the pt had been continuing to charge daily. There were no plans for explant at that time. The pt had expressed she does not want to continue recharging every day and may quit after her next appointment in a few weeks. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).